Event description:
It was reported that a small volume intermate leaked. This occurred shortly after ¿mixing¿ and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13m011 was manufactured november 5, 2013 - november 6, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: a visual inspection did not identify any evidence of a leak. The device was filled with green colored water and sat until the next day. There was no evidence of the leak observed during filling or after the wait time. The reported condition was not identified during product evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.